Event description:
It was reported that the pump exhibited a plunger error. No patient injury or involvement was noted.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and there was a non- original equipment manufacturer (OEM) battery found in the device. A review of the event history log identified syringe plunger not in place error. During the functional testing the reported issue was able to be duplicated. The issue was due to q1 being broken off the plunger printed circuit board (pcb) after the plunger pcb came off the glue. The root cause of the issue was due to normal wear as the pump was over 10 years old. Replaced plunger pcb and upgraded device software. Performed preventative maintenance and all functional testing.